Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/05/2021. Additional information: d9, h4, h6 a manufacturing record evaluation was performed for the finished device lot number qgmckl, and no non-conformances related to the reported complaint condition were identified. Additional h3investigation summary: an empty opened foil, a labeled winding former with an un-dispensed suture and a detached needle of product code vcp602, lot # qgmckl were received for evaluation. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The pull-out defect has been correlated to the manufacturing process. According to the procedures is a class 1 defect. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following information was obtained: was the needle removed from the patient during the same procedure? No further information is available. What tissue/location was suturing when pull off occurred? No further information is available. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No further information is available. Was there any patient consequence or injury? There were no adverse consequences to the patient. Lot number? No further information is available. Device return status/follow up? The device has been received at (B)(6) and will be shipped. Please check rmao. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was detached from the needle easily. There were no adverse patient consequences reported. No additional information was provided.